Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The nurse administrator from a user facility reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was caused by a detachment of the combi set line from the patient¿s dialysis access (not a fresenius product). It is unknown how much blood loss this resulted in, or if the patient was able to complete their treatment. There were no allegations made that the event resulted in any serious patient injury or the need for medical intervention. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping history search was performed to identify all lot numbers delivered to the facility for a three (3) month time frame immediately preceding the event occurrence date. However, the search yielded no results. As such, the potential lots associated with this event are unknown. A review of the manufacturing records and device history records could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The nurse administrator from a user facility reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was caused by a detachment of the combi set line from the patient¿s dialysis access (not a fresenius product). It is unknown how much blood loss this resulted in, or if the patient was able to complete their treatment. There were no allegations made that the event resulted in any serious patient injury or the need for medical intervention. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.